Event description:
Before placement of the device, patient presented for laparatomy to reduce incarcerated bowel and experienced post-op bowel necrosis. Two days later another surgery was performed using surgisis gold hernia repair graft to close the defect. Pt complained of abdominal pain and was returned to surgery one week later. Surgeon noted severe inflammatory response and removed surgisis gold hernia repair graft. Pain resolved in 24 hours.